Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips compliant handling team. Philips received a complaint on the efficia cm10 monitor indicating that the device displays a speaker malfunction inop error and no sound is coming from the device. The device was in use on a patient. No harm was reported. The following functional tests were performed: the philips field service engineer (fse) was onsite and confirmed while testing the device that the device displayed a speaker malfunction error message and no sound was coming from the device. Results on functional testing indicate that the device speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted the cause of the reported problem was a defective speaker. The reported problem was confirmed. The defective speaker was replaced. The device was operational after repairs were completed and the device remained at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file fill be reopened. E1: reporting address state : (B)(6). E1: reporting phone and institution phone#: (B)(6)

Event description:
It was reported that the efficia cm10 monitor displays a speaker malfunction inop error and no sound is coming from the device. The device was in use on a patient. No harm was reported.